Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au480 chemistry analyzer and identified the probable cause as a defective sample valve. The fse replaced the sample valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that bubbles were dispensed in patient samples while performing comprehensive metabolic panel tests on the au480 chemistry analyzer causing erroneously low results. Here was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics. Note: cmp (comprehensive metabolic panel) which includes albumin, blood urea nitrogen, calcium, carbon dioxide, chloride, creatinine, glucose, potassium, sodium, total bilirubin, protein, alanine aminotransferase, alkaline phosphatase and aspartate aminotransferase.